Event description:
Senseonics was made aware of an incident where user reported a hypoflycemic event which happened on march 5th, 2025.the user experienced symptoms of vomiting, weakness, and confusion, leading to hospitalization. The following example set was provided: on (B)(6) 2025 at 01:00am (pacific time) where user's sg was 55 mg/dl and bg was 77 mg/dl (fingerstick at 1:00 am). After dms review, we confirmed the following information at the time of the event: on march 5th, 2025 at 3:50 am (est) / 12:50 am (pst) where user's sg was 40 mg/dl and bg was: 77 mg/dl (fingerstick at 3:52 am est / 12:52 am pst). After dms review, we confirmed that the user received a low glucose alert at 3:50 am est (12:50 am pst) when the sg was at 40 mg/dl.the user received glucose tablets, candy, and juice at home, and was later administered anti-nausea medication (zofran) at the hospital.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported a hypoglycemic event. The event happened on (B)(6) 2025. According to the user, they experienced symptoms including vomiting, weakness, and confusion, leading to hospitalization. The user reported that at 1 am pst on (B)(6), the sg value was 55 mg/dl and the bg value was 77 mg/dl. A review of the data management system (dms) showed that sg value was 40 mg/dl at 12:50 am pst and bg value was 77 mg/dl at 12:52 am pst. A review of alert history confirmed that user received a low glucose alert at 12:50 am as sg value was below the low glucose alert level of 80 mg/dl. The user received glucose tablets, candy and juice at home. The user was hospitalized and was treated with anti-nausea medication (zofran). The user was prescribed the same medication. The user's hcp is not aware of the event. The user was advised to contact their hcp for any medical assistance. Since the system performed as intended by asserting appropriate alerts, no further investigation was found necessary for this complaint. B4. Date of this report 26 june 2025. G3. Date received by the manufacturer? 26 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.